Event description:
Procedure type: lap chole. According to the reporter: a bile leak occurred from improper clip formation. There was unanticipated tissue loss reported.

Manufacturer narrative:
(B)(4).